Event description:
On (B)(6) 2012, the patient experienced acute cerebral infarction in the left middle cerebral artery (mca) because of plaque rupture in the left internal carotid artery (ica). A balloon pta was use to treat the stenosis in the left ica and the penumbra system was used. Then, a reperfusion catheter 041 was used to aspirate clot in the m1 segment. Finally, a carotid artery stent (cas) was used to treat the stenosis. The procedure was finished. On (B)(6) 2012, hemorrhage in the internal carotid artery was confirmed. The physician was not sure which device (penumbra system, stent, or balloon) caused the hemorrhage. On (B)(6) 2012, the hemorrhage in the ica was confirmed at the location of the implanted stent and the physician believed this hemorrhage was caused by vessel injury due to the stent.

Manufacturer narrative:
Conclusion: hemorrhage is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Devices discarded by hospital.